Manufacturer narrative:
No medwatch form received from user facility. H.3. Investigation not completed at this time.

Event description:
"Device was strobing." No injury or delay reported associated with this individual device.